Event description:
Information received from the field notes that the patient presented to the hospital with loss of ventricular capture at 4.5 v one week post generator implant. Autocapture was programmed on and the high output mode did not capture. Lead impedance was 250 ohms. The patient was admitted to the hospital with no ventricular support. During an attempt to reposition the lead, the physician elected to change out both leads instead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received